Manufacturer narrative:
On 4/24/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample shell abrasion was noted on the anterior aspect. Leak testing revealed there was a tear within the shell abrasion in the anterior aspect, measuring approximately 0.5 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be caused as a result of the continuous and sustained stresses to the device. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 375cc mentor smooth round moderate plus profile saline, catalog: 3502375, lot: 7657197, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor smooth round moderate plus profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with a 375cc mentor smooth round moderate plus profile saline breast prosthesis on (B)(6) 2019.